Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that after inserting a new battery into their AED, the asi is blank, and the AED will not power on. They reported that this did not occur during patient use. No specific AED information was provided.